Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the catheter was stuck on the guidewire. A ranger drug-coated balloon was selected for use in a percutaneous transluminal angioplasty (pta) procedure. The target lesion was 99% stenose, severely tortuous and severely calcified and located in the left superficial femoral artery (sfa). During the procedure, the balloon catheter became entrapped on a non-bsc guidewire. The devices were removed together. The procedure was completed with a different device. There were no patient complications.